Event description:
In 2004, during a routine visit, the pt experienced an overly loud sensation. The pt continued to be monitored by the center. In 2005, the pt was seen by a co rep for device evaluation. Testing performed confirmed the reported problem. Tympanogram was within normal limits. The pt continued to be monitored by the center. Three months later, the decision was made to explant the pt's c1 device.